Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported patient became acutely paralyzed from the waist down after having the scs system implanted. A neurological exam revealed paralysis. The healthcare provider (hcp) emergently explanted the paddle lead and decompressed the epidural space. The issue was resolved. No further complications were reported/anticipated.